Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "did not wear a mask". The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1000mg, ongoing) and a day later, the patient was treated with amikacin injection (500mg per day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.